Manufacturer narrative:
The technician found the battery was worn from age and use. He replaced the battery to repair the bed.

Event description:
Information received indicates the battery led was on indicating the battery was charged, but the battery was not functioning.